Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states the retractor broke. A complaint database search did not identify any anomalies. The returned product was assessed by bioengineering and a report was received stating on visual inspection it was noted that the 4ba screw was not returned with the complaint. The 4ba screw had broken off inside the operating screw where it fits when assembled. The screw had broken off almost level with the counter bore face of the operating screw. As the broken off portion of the 4ba screw was not returned with the complaint it could not be included within the complaint investigation. Disassembly instructions for this instrument do not exist so the screw would not have been removed during cleaning or sterilization. From the information available with this complaint it is not known how or why the screw has broken. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
The retractor broke.